Event description:
The surgeon was implanting an aa4204vf silicone plate lens when it popped out of the cartridge and fell onto the towel. The lens was contaminated. There was no pt injury. The facility stated that it was unknown if the lens was damaged and why it popped out of the cartridge. The model and lot numbers of the injector and cartridge used were not known by thed facility.